Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found scratched liquid crystal display (lcd) lens. The root cause of the reported issue was found to be defective upstream occlusion sensor. Defective upstream occlusion sensor was replaced. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4). , as a result of warning letter cms(B)(4).

Event description:
It was reported that the device won't calibrate. No patient injury was reported.